Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04065. The pt received three peripheral leads (off-label use), and two have the same lot number. It was reported, the pt was not receiving effective stimulation. The physician undertook surgical intervention on (B)(6) 2014 and repositioned the leads; they were pulled to the desired position. It was reported, the pt received stimulation coverage during intraoperative testing. It was later reported the pt received adequate stimulation postoperative.